Event description:
The event involved a ls pri plum 4 cl mp pe line bc 216cm where it was reported that during a chemotherapy infusion, a nurse noticed a big cut on the section of the tube on the main infuser at the time of the discharge of nacl 0.9%. This had not happened before. There were no consequences. The body of the infuser contained physiological serum, but by breaking later, the infuser could have been filled with a cytotoxic drug. The treatment was not administered. No visible default on the device before use. Nothing was seen before but after the discharge, there was a flow of saline solution. This happened in the nurse¿s preparation room, before being on a pump, so the pump was not concerned. The pictures provided by the customer show a break and a leak. There was patient involvement and no adverse event/human harm.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Manufacturer narrative:
Received one primary plum set with 4 clave multiport connector on 2/20/25 for evaluation. As received, the base of the semi-rigid multiport connector was observed to be broken above where it was bonded above the sight chamber. The deformation on the area of the break was uneven with smooth sections, typical of a bend break. The complaint of cracks can be confirmed based on the broken semi-rigid multiport connector. The probable cause is due to an unintentional bending force applied during use. Received six (6) images showing the broken bond between semi-rigid multiport connector and sight chamber and one (1) image showing the back of the packaging. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received stating the device was not inserted into the patient and there was no delay in treatment.